Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322649. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system tubing had a hole in it that allowed fluid to leak out onto the bed. The following information was provided by the initial reporter, translated from (B)(6) to english: "after intravenous indwelling puncture, the drip rate of the patient was normal, but there was a large area of wetness from the puncture site to the bed. The cause of fluid leakage was searched, and a small hole of fluid leakage was found at the site of the clamp at the extension tube".